Manufacturer narrative:
Other, other text: additional information: h6 corrected b1, corrected data: corrected b1: product problem.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the team was performing interop testing on their medfusion pumps and reported that the network connectivity was not stable. They reported about 20 dropouts in the 6-hour period. This was due to the de-authentication issue reported on complaint number cc-0129660. All medfusion pumps were affected. No serial numbers were provided other than 2044740. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.